Event description:
This is the second of 2 complaints from the same physician for (B)(6) infection. The pt was originally admitted for a stab wound to the stomach, resulting in several abdominal surgeries, including a small bowel resection and anastamosis, resulting in an open abdomen. The open abdomen was repaired with 2 of the largest size device available. Skin closure was not possible so the pt had wound vac applied. Approx 2 1/2 weeks after the device was placed, there was a greenish plaque consistent with the appearance of a (B)(6) infection. No cultures were obtained. The issue was addressed with multiple treatments including dacon's solution, silvadene, and bacitracin solution. The device developed a small hole, which was stable for 1 1/2 weeks then had developed an enterocutaneous fistula at the site of the hole. The device was not showing signs of "granulation." The infection was determined to be unrelated to the device, as (B)(6) is a known (B)(6), lifecell is now reporting as the physician stated a concern that the nonrevascularization of the device contributed to the infection. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assesment.

Manufacturer narrative:
Method of eval: review of the info reported. Results of eval: lot info is unk. Conclusion: due to the identification of the microorganism as a common nosicomial organism the event is unrelated to the device. The physician stated the hernia defect was large, and that he utilized 2 of the largest piece of strattice available. Neorevascularization occurs over time and is influenced by multiple factors such as contact with healthy well vascularized tissue. The device would not expect to be significantly revascularized in the early post-operative period. Therefore lifecell concludes that this serious injury is unrelated to the device.